Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "leaked into their lymph nodes."

Event description:
Healthcare professional reported rupture. Later patient reported the implant has "leaked into their lymph nodes". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported rupture diagnosed via MRI. Later patient reported the implant has "leaked into their lymph nodes". This record is for the left side. Device was explanted.